Event description:
It was reported that the unit will not stop running. It is unknown if there was patient involvement or adverse consequences due to the event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.